Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73m1700229 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples remained stuck in the staplers while closing the skin. It happened with 2 devices, same patient, same intervention, same issue. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged. The returned sample appears used as there is biological material present on the device. The staples appear properly aligned. The stapler was returned with 26 staples left in the cartridge indicating that at least 9 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. One staple properly formed in the stapler. However, it did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. This was repeated two more times with the same result. The stapler was disassembled and it was confirmed to have been assembled correctly. The anvil appears to be defective. The device was sent to the manufacturing site for further investigation. Upon investigation, the anvil from the returned sample was placed in a lab inventory stapler. The lab inventory stapler was able to properly form and release staples with the anvil from the returned sample. Therefore, it could not be confirmed that the anvil was defective. It could not be determined why some of the staples from the returned stapler were unable to be released. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. One staple properly formed in the stapler. However, it did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. This was repeated two more times with the same result. The stapler was disassembled and it was confirmed to have been assembled correctly. The anvil appears to be defective. The device was sent to the manufacturing site for further investigation. Upon investigation, the anvil from the returned sample was placed in a lab inventory stapler. The lab inventory stapler was able to properly form and release staples with the anvil from the returned sample. Therefore, it could not be confirmed that the anvil was defective. It could not be determined why some of the staples from the returned stapler were unable to be released. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. One staple properly formed in the stapler. However, it did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. This was repeated two more times with the same result. The stapler was disassembled and it was confirmed to have been assembled correctly. The anvil appears to be defective. The device was sent to the manufacturing site for further investigation. Upon investigation, the anvil from the returned sample was placed in a lab inventory stapler. The lab inventory stapler was able to properly form and release staples with the anvil from the returned sample. Therefore, it could not be confirmed that the anvil was defective. It could not be determined why some of the staples from the returned stapler were unable to be released. The reported complaint of "staples stuck in applier" was confirmed based upon the sample received. Initially, the staples were able to properly form in the stapler, but were unable to release from the stapler. The sample was sent to the manufacturing site for further investigation. Upon further investigation, the manufacturing site could not confirm that the anvil was defective. The anvil from the returned sample was placed into a lab inventory sample and the staples were able to properly form and release. Therefore, it could not be determined what caused staples to initially be unable to release. The stapler was returned with 26 staples left in the cartridge indicating that the stapler was fired at least 9 times by the end user. No errors could be found in the assembly. The root cause of this complaint issue is undetermined.

Event description:
It was reported that the staples remained stuck in the staplers while closing the skin. It happened with 2 devices, same patient, same intervention, same issue. There was no patient injury.